Manufacturer narrative:
The straight suction was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned straight suction was not able to verify when attached to a known good tracker returning a divot error of 2.2 mm to 2.6 mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the straight suction at the site is bent. No patient was present at the time of the event.